Event description:
It was reported that while using the vamp device, blood was observed on the plunger side of the reservoir. There were no patient complications reported.

Manufacturer narrative:
Supplemental will be submitted upon product evaluation.

Manufacturer narrative:
Received one vamp adult system. Examination revealed dry blood on the plunger side of the blue seal and inside of the contamination shield. Blood was evident between the seal and reservoir. It was apparent that blood had leaked past the blue seal, to the plunger side, out of the reservoir cap and into the contamination shield. A simulated use test was performed to the vamp system in attempt to recreate how blood passed the seal into the plunger side. No leakage was detected past the seal during simulated use test which followed IFU instruction. It was instructed by IFU to smoothly and evenly move the plunger at rate of 5ml per 3-5 seconds during aspiration and injection of blood from the reservoir. The seal and attached plunger were removed from reservoir for visual examination. There was no apparent defect on the seal. It was not able to compare the seal dimensions with drawing because the seal was not in original condition (being compressed inside the reservoir). Leakage across the seal of the vamp reservoir was not able to be recreated in the lab during product evaluation. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.